Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experienced high blood glucose levels of 400mg/dl. The customer stated having issues with the complete set, took out set cannula and was bent. The customer changed the set which resolved the issues. The customer decline to trouble shoot for high blood glucose levels. The pump will not be returned for analysis.